Manufacturer narrative:
This case was managed as a nemo (no engineer material only) remote service event. Analysis was performed by a philips remote service engineer (rse) in consultation with the customer, during which the speaker was identified as the likely cause of the malfunction. As this was a remote service case, no philips engineer attended the site and the replaced component was not returned to philips, therefore further physical examination was not possible. The customer assumed responsibility to replace the nibp pump to resolve the issue.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that the device had speaker issue, it is unknown if the speaker produced any sound. It is unknown if the device was in clinical use at time of event, no adverse event was reported.